Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2011. Device history record review was conducted on (B)(4) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
A family member reported that on (B)(6) 2011 the patient experienced blood glucose (bg) of 400 mg/dl with vomiting. She stated that the patient was not given a correction dose of insulin for the elevated bg, and was subsequently admitted to the hospital on (B)(6) 2011 with bg over 600 mg/dl and vomiting. She stated that the patient was diagnosed with diabetic ketoacidosis (dka). The family member noted that the patient's site/set was changed the evening of (B)(6) 2011, and again on (B)(6) 2011 at the hospital. She reported that there were no issues with the site and no bent cannulas with site/set change. The family member reviewed the pump with animas customer support (cs) and found no mechanical issues with the pump; all pump settings were found to be correct. She confirmed that there were no issues with the cartridge. The patient was reportedly on insulin injections at the time of the call to cs. The pump is not being returned at this time, and there has been no further reported incident. This complaint is being reported because the patient experienced dka while using the pump.